Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this unknown dual chamber pacemaker complains of recurrent health deterioration. According to the patient, the device is reprogrammed which immediately improves their wellbeing only to have the cycle recur. Boston scientific technical services (ts) advised that the patient follow up with their physician but noted the device does not fix the heart conditions and settings within the device can be modified or adjusted to improve patient outcome but ultimately a sick heart is what led to the need for a device. Attempts to obtain additional information were unsuccessful.